Event description:
Plaintiff alleges that she discovered that as a cumulative result of her repeated substantial exposure to latex gloves, she developed a latex allergy. As a result, plaintiff alleges developing type I latex allergy with resulting anaphylaxis, rashes, severe itching, respiratory problems, skin lesions, dermatitis, chest tightness, shortness of breath, lip numbness, watering of eyes, loss of sleep, extreme discomfort, fatigue, depression and emotional distress, all of which are or may be of a permanent, continuing, life-threatening nature.